Manufacturer narrative:
The suspect device has not been returned for investigation. Reviewed history and found unit has had multiple issues since (B)(6) 2021. Recommended to replace the unit. Root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported bellavista 1000 us having blue screen while on a patient. The unit alarmed and could not be silenced. Furthermore, there was no information for patient harm associated with the event.

Manufacturer narrative:
Results of investigation: the suspect device was returned to vyaire medical . Vyaire failure analysis laboratory received the suspect component and performed a failure investigation. Log shows signs of physical damage to it. After applying wall ac and powered the vent on no blue screen nor any other critical alarms were active after multiple power off and power on cycles.there were no functional issues found. The reported issue was not reproduced.the unit insp block, blower and main board have been replaced. Vyaire advised customer to replace it with a new unit.